Event description:
It was reported that during a coronary stenting treatment procedure, the stent delivery balloon did not deflate and eventually burst. The physician implanted a liberte 5.0x16mm bare metal stent to the renal artery. The stent was deployed successfully, but upon removal, the balloon would not deflate. Several attempts were made to deflate the balloon without success. The physician finally inflated the balloon to 26 atms and the balloon burst. They were able to successfully remove the balloon at this point with no pt complications. Pt status post procedure is noted as "ok". Add'l info regarding this event has been requested, but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.